Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr glidesheath slender sheath was returned for product evaluation. The sheath shaft was separated from the hub. No other accessory components were returned. Visual inspection revealed that the separated shaft was found to be damaged at the distal tip. The damage is similar to a ripple effect and the sheath tip was prolapsed inwards. The part of the sheath that is connected to the hub assembly was also folded inwards. A kink was also observed at 35 mm from the hub. No other anomalies were noted with the returned components. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that there was trauma or insertion difficulty experienced with the sheath which propagated force greater than 11 lbf which caused the sheath to fold inwards on itself. In addition to this, excessive force pulling out the catheter paired with the sheath catheter incompatibility may have led to the separation of the sheath shaft from the hub. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was gaining access through the radial glidesheath slender sheath with the wire. The wire would not advance so he pulled out the wire and the sheath broke off. They switched out the sheath for another terumo glidesheath slender sheath and finished the case with no issues. The patient was fine and had no issues. The procedure outcome was a success. There was no patient injury/medical or surgical intervention required. Additional information was received on 20may2020. They were attempting to do an intervention through the right radial artery. While an interventional wire was in the guide catheter, they were having difficulty getting good support to pass the wire across the lesson. The doctor decided to change the guide catheter however was unable to remove the interventional wire. He started pulling back on the guide catheter and realized that the catheter was out, and the hub of the sheath was separated from the body of the sheath. The hub was approximately a third of the way up the guide catheter and the catheter and the sheath were out. The catheterization was rescheduled for another day and successfully completed through the groin access. Additional information was received on 28may2020. The guide used was a 6fr 110cm guide. The lesion was in the left coronary and the wire would not cross the lesion; however, no catheter was attempted to be used to cross the lesion. They were swapping guides to get more support.